Manufacturer narrative:
Additional information received from the agent on march 6, 2019: during the primary surgery ((B)(6) 2018), a fracture occurred and wires were used to reduce the femur (amis approach used). The surgeon believes this may have led to the stem subsiding and rotating slightly over the time, and this may have caused the leg lengths discrepancy discovered after about 8 months from primary surgery. Batch review performed on 29 march 2019: lot 157344: (B)(4) items manufactured and released on 15-apr-2016. Expiration date: 2021-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 176824: (B)(4) items manufactured and released on 19-feb-2018. Expiration date: 2023-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2019 we were informed that a patient would have been revised about 8 months after primary due to left leg to be approx 5mm shorter than the other side. On (B)(6) 2019 the ceramic liner and head were exchanged with a pe liner and a 32 xxl metal head to achieve the appropriate leg length.